Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy nos"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, tooth disorder, weight decreased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: she received treatment for the following events allergy, psych injury, bladder problems, uti and vaginal discharge. Discrepancy noted in date of insertion (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2020: pfs received: abnormal bleeding (vaginal), plaintiff did not undergo essure confirmation test and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included abdominal pain lower, depression, hypertension, obesity, rheumatoid arthritis, knee swelling, bronchitis and appendectomy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy nos"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, tooth disorder, weight decreased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: she received treatment for the following events allergy, psych injury, bladder problems, uti and vaginal discharge. Discrepancy noted in date of insertion (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy nos"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems") and was found to have weight decreased ("weight loss"). At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, tooth disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and weight decreased to be related to essure (ess205). The reporter commented: she received treatment for the following events allergy, psych injury, bladder problems, uti and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), allergy, migration, perforation: uterus, bladder problems, uti, vaginal discharge, dental problems and weight loss. Patient date of birth and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.